Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown system error that interrupted an infusion of ibuprofen in the intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified while trouble shooting the device. Visual inspection found corrosion on the radio module from fluid intrusion as the assignable cause. The device was determined to be unserviceable for the observed failures.  Should additional relevant information become available, a supplemental report will be submitted.